Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) had communication loss on four bedside monitors (bsm) on his day off, but when he returned they were working fine. The reported issue resolved on its own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) had communication loss on four bedside monitors (bsm) on his day off, but when he returned they were working fine.